Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited failure to capture. Programming changes were performed. The patient was in stable condition.

Event description:
New information noted that oversensing noise was observed on the implantable cardioverter defibrillator and right ventricular thresholds were increasing. No intervention was performed. There were no patient consequences.